Manufacturer narrative:
A haemonetics field service engineer evaluated the suspected device and found that the unit meets all specifications, there were no faults observed.

Event description:
On october 17 2020 haemonetics was notified of a donor fatality which had occurred within 48 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was completed successfully, with no error messages or alarms encountered. There was no adverse reaction or injury experienced during the procedure. The pcs®2 plasma collection system collected 825ml of plasma. The cause of death was reported to be a sudden cardiac death; however, a copy of the coroner's report was not available.